Manufacturer narrative:
Visual inspection of the returned screw confirmed that it had fractured. It was completely severed at the first thread and the threaded portion was not returned. Minor signs of wear damage were noted at the hex head. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment screw (iunihg) fractured during placement.